Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 20.2 mmol/l. The user alleged the insulin pump was under delivering insulin due to reservoir did not lock into place. User stated that the lip ring was broken. User was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was advised to revert to revert to the backup plan. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.